Event description:
Reporting status: serious injury-permanent damage/ medical intervention. Reporting rationale: guide wire tip compressed against vessel wall - mi requiring medical intervention. Device issue: guide wire tip separation. It was reported that an attempt was made to perform a dilatation on the circumflex artery. The first bmw guide wire was inserted in the circumflex, then a second bmw was inserted; however, as the patient moved, it went into the lad. An attempt was made to withdraw the guide wire from the lad, but the guide wire broke at the distal end. A stent was inserted into the lad, which was very calcified, to compress this distal part of the guide wire against the vessel wall. The patient went back to his room, but 30 minutes later he had a heart attack because of an occlusion of the lad. Many stents were inserted into the lad and the patient is fine. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary - quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The tipball was not returned with the guide wire. The entire length of the tip coils were stretched for a length of 38 cm. There was a kink in the shaping ribbon 6 mm proximal to the distal end of the shaping ribbon. The distal end of the shaping ribbon was cork screwed for a length of 9mm proximal to the distal end of the shaping ribbon. The shaping ribbon was 3 cm long. There were several off set coils in the intermediate coils between the center solder and proximal to the center solder. There were four kinks in the core, 18cm, 29.5 cm, 97 cm and 132 cm distal to the proximal end of the guide. There was no other damage noted to the guide wire. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the scanning electrone microscopy analysis indicate that the device shaping ribbon was subjected to excessive torsional overload beyond its design limit causing the to detach. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy in another device and excess torque would be applied. From the incident description, the tip of the guide wire became trapped and stuck in lad inadvertently when the patient moved. Cine review shows the separated guide wire tip in the vessel and shows a stent placed over the separated tip to fix it in place. Lab analysis detected offset coils and kinks in the core which is typical of what happens when there is heavy resistance between the guide wire and another device. The cause of the torque was not described, but the sem shows that the guide wire has been over torqued beyond the strength of the guide wire resulting in guide wire failure. The root cause appears to be from circumstances due the procedure and not a manufacturing related quality issue. In summary, the guide wire tip became trapped in the lad and fractured in the attempt to remove the tip. The lot history record was reviewed and did not reveal any non-conformities which could have contributed to this complaint. This MDR is considered closed by the product performance group.